Event description:
It was reported through the research article titled ¿lvad outflow graft obstruction: rare but treatable complication?¿ identifying that heartmate 3 (hm3) was associated with outflow graft obstruction and chronic driveline infection. This was a case study of a 61-year-old male with ischemic cardiomyopathy, morbid obesity, and left ventricular ejection fraction (lvef) 25% who underwent hm3 implantation 2 years ago presented for evaluation of his chronic driveline infection. A computed tomography (CT) scan and 3d reconstruction showed an incidental finding of thin eccentric thrombus within the proximal outflow left ventricular assist device (lvad) cannula. The log file showed two non-sustained low flow alarms. Intravascular ultrasound (ivus) was used to confirm external compression of the proximal end of the outflow graft with no intraluminal thrombus. Due to multiple comorbidities, they were high risk for exchange of the outflow graft. A decision was made to pursue outflow graft stenting. Intraoperatively, inotropes were used due to decrease pump speed and temporary pump stoppage during stent deployment. Repeat ivus showed resolution of stenosis.

Manufacturer narrative:
A1-a6: specific patient information and device serial number was not provided and are documented as unknown. B3: date of event has been entered as the same as published date ¿ 02apr2024 since the date of data collection was not provided. B5: jessica rossi, et al. Journal of the american college of cardiology, suppl. Supplement83.13: 2722. Elsevier inc. (Apr 2, 2024). Http://dx.doi.org/10.1016/s0735-1097(24)04712-0 george washington university hospital, washington, dc, USA. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the images included in the research abstract confirmed extrinsic outflow graft obstruction. Although the reported low flow alarms could not be confirmed as no log files were provided, the observed obstruction could have contributed to these alarms. Additionally, a specific cause for the reported infection could not be conclusively determined through this evaluation. The research abstract "left ventricular assist device (lvad) outflow graft obstruction: rare but treatable complication" was received. The abstract discussed a case study of a patient who presented for evaluation chronic driveline infection. A computed tomography (CT) scan and 3-dimensional reconstruction showed an incidental finding of thin eccentric thrombus within the proximal outflow graft. Device alarm history showed two non-sustained low flow alarms. Intravascular ultrasound (ivus) was used to confirm external compression of the proximal end of the outflow graft with no intraluminal thrombus. Due to multiple comorbidities, the patient was high risk for exchange of the outflow graft. A decision was made to pursue outflow graft stenting. Intraoperatively, inotropes were used due to decrease in pump speed and temporary pump stoppage during stent deployment. Repeat ivus showed resolution of stenosis. Review of the CT images included in the research abstract confirmed narrowing of the outflow graft which appeared consistent with extrinsic outflow graft obstruction under the bend relief. The heartmate 3 device serial number, as well as other specific case/patient information, is not available. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. This section also lists driveline infection as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, "patient care and management," lists infection as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this document also outlines system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The device history records could not be reviewed as the heartmate 3 device serial number, as well as other specific case/patient information, is not available. No further information was provided. The manufacturer is closing the file on this event.